Manufacturer narrative:
Pump passed displacement test. Pump received with a severely scuffed/scratched liquid crystal display window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there was a crack and the display was damaged. The insulin pump will be returned for analysis.